Manufacturer narrative:
The patient is reportedly doing well and using his implant. Advanced bionics considers the investigation into this reportable event as closed. The patient's device remains implanted. This is the final report.

Event description:
It was reported that the patient had swelling at the implant site after initial surgery. On (B)(6) 2012, the patient was hospitalized overnight due to a mild fever and swelling at the implant site. This swelling was noted to be a small seroma. The patient was treated with advil/tylenol, prescribed amoxil for one day and discharged with clavulin for ten days for ear infection prophylaxis.